Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer changed the battery more frequently, diminished battery life (less than 7 days), pump rejected the new battery. The pump has completely shut down and rebooted. The customer stated the buzzing noises during rewind, no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-342, mmt-1880. The customer called for an issue not covered by existing troubleshooting guides for the general documentation. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-431ag. No product return is required for mmt-342. No product return is required for mmt-1880.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No drive motor rewind anomaly or unexpected insulin flow block alarms noted. No insulin flow blocked alarms listed in the pump history download. No low battery alert, failed battery test or blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed battery test on 11/18/2024 09:04:45.000 in the history files. These alerts are expected and occur during normal pump operation. Battery cycle 106.0 received the lowbatteryalert (104) on 06/04/2024 16:27:00 after more than 7 days at 32.4 days. Battery cycle 91.0 received the lowbatteryalert (104) on 12/28/2023 22:21:00 after more than 7 days at 39.31 days. Battery cycle 81.0 received the lowbatteryalert (104) on 07/04/2023 18:39:00 after more than 7 days at 31.38 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case (battery tube). Pump passed functional testing. No low battery alerts, failed battery test, drive motor rewind anomalies, blank display anomalies, or unexpected insulin flow blocked alarms noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.